Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can detected the suggested event by handling the device in accordance with the following IFU sections. -inspection of the air-feeding function. -inspection of the objective lens cleaning function. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of blurry image was confirmed. In addition as stated in section b5, the device evaluation identified remnants of white crystallized contamination believed to be a simethicone type product evident within the air and water channel attributed to a customer handling and reprocessing issue. Furthermore, additional evaluation findings were as follows: the light guide lens was chipped and the adhesive was worn, the optical cover glass adhesive was worn, the distal end cap was worn, the distal end adhesive was worn, the insertion tube had evident delamination, the switch had a hole in the button, the scope connector had water leakage and the hot and cold test failed. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the evis lucera elite gastrointestinal videoscope had a blurry image. The issue was found during maintenance. Inspection and testing of the returned device found white crystal contamination in the air and water channels there was no report of delay or harm to a patient or user. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.